Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the proximal end of the anchor in place. The suture strings were returned outside the channel. The distal 1/3 of the anchor is fractured away from the distal end of the suture window and was not returned. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during posterior cruciate ligament knee reduction and fixation of the left knee, the footprint ultra pk anchor broke while being implanted. All the pieces were removed using suction and tweezers. The u type nail was used to adjust the modes of surgical repair. There was a void left on the patient. The procedure was completed placing a s+n back up device into an additional bone hole. There was a surgical delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during posterior cruciate ligament knee reduction and fixation of the left knee, the footprint ultra pk anchor broke while being implanted. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during posterior cruciate ligament knee reduction and fixation of the left knee, the footprint ultra pk anchor broke while being implanted. All the pieces were removed using suction and tweezers. The u type nail was used to adjust the modes of surgical repair. There was a void left on the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).